Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: on behalf of the customer, a lay user reported an unspecified issue with an unknown phone with an unknown operating system version. The customer indicated that their adc device "will not pair." There was no report of an adverse event or third-party intervention due to the reported issue. Adc customer service attempted to contact the lay user (reporter) 3 times via phone and email to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported being unable to pair with the adc device. Attempted to replicate the customer complaint, however, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the os version and app version, restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. (This report covers 2 of 2 MDR submissions).